Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have moisture under display screen due to insulin pump being exposed to salt water. Customer reported that after changing batteries, insulin pump tried to turn on but only had lines on and condensation on screen. Customer also reported that insulin pump had a constant noise. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also, the insulin pump had moisture at motor during visual inspection. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.